Event description:
Following a catheter revision (see manufacturer¿s report # 3007566237-2015-00559), the patient was readmitted for wound leak. A full catheter replacement was performed on (B)(6) 2015. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter; product ID 8590-9, lot # n488660, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional indicated that the lioresal lot number was ds0076 and that the lioresal concentration was 2000 mcg/ml at a daily dose of 805 mcg/day. The patient's medical history included spastic quadriplegia secondary to traumatic brain injury with multiple internal organ trauma. The cause of the event was noted as a dehisced wound; the patient had an open wound with fluid leak and pain at the incision site. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
The patient had the pump replaced in (B)(6) 2015 then developed an infection from that pump replacement. It was decided to have the pump and catheter explanted.